Manufacturer narrative:
The account replaced the brake casters to resolve this issue.

Event description:
The account alleged that the brake caster will lock but the brake casters will swivel. No report of injury.